Manufacturer narrative:
Conclusion statement: there was no device failure. Three reports of the user facility but no medwatch form has been received. Product was MFR and sold by dow corning wright, the assets of which were purchased by wright medical technology, inc.

Event description:
Femoral prosthesis disassociated.